Manufacturer narrative:
The hill-rom tech found the siderail locking mechanism was obstructed by the siderail latch cover plate. He repaired the bent cover plate to resolve the issue.

Event description:
Information indicated the left foot siderail will not latch.